Event description:
It was reported that the patient presented in the hospital for a post implant follow-up. Upon review, it was noted that the left ventricular lead exhibited high pacing thresholds. Lead dislodgement was suspected. The lead was turned off. No further information was available.